Event description:
It was reported that this device delivered brady pacing when not required. This device is programmed to the left ventricular lead only; however, the patient received undesired apical pacing. It was noted that a mode switch occurred. Technical services were consulted and discussed that in mode switch, the device reverts to bi-ventricular pacing and is non-programmable. This device remains implanted and in service. No adverse patient effects were reported.